Manufacturer narrative:
Lot number - 19a039 and 19f022. Three (3) single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified. The devices were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three (3) small volume folfusors underinfused during infusion. One event involved a female patient; patient identifiers were unknown for the other two events. There were no patient consequences. No additional information is available.